Event description:
The customer reported the system would not turn on (no boot). This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The inhouse biomed replaced the ac plug. The system was found to be working as intended. The system was put back into service.